Event description:
Report of a small paracentral corneal ulcer in a pt's left eye during continuous wear of focus night & day lenses. Pt presented in 2003 with mild discomfort & redness and had discontinued lens wear. Visual acuity measured as 20/30 with glasses. Treatment begun with ciloxan & polysporin ointment. As of the following month's visit, ulcer resolved with small opacity. Visual acuity measured as 20/25 with glasses. Pt resumed extended wear of previous lenses. No further info is known at this time.